Event description:
Three endeavor drug-eluting stents (ref. MFR report #'s 2953200-2008-01047 and 2953200-2008-01049) were implanted in a pt for treatment of a coronary lesion. Sixty months post stent implant, the pt was hospitalized due to angina. Coronary angiography was performed with no pci. The pt expired the following day, due to pericardial tamponade. Investigator has indicated that event was unrelated to the study stent.

Manufacturer narrative:
Evaluation codes, results: (death).